Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Evaluation of retention sample from lot 123825f was completed. No untoward effects or abnormalities in microbiology eye safety testing were identified and physical and chemical parameters conformed to release specification. Batch records were reviewed and no deviations identified. No similar reports for lot 123825f. This report mailed in to FDA on: 09/07/2007. Additional information was requested from consumer: 07/11/2007, 07/20/2007, 08/03/2007, and 08/07/2007. Consumer provided additional information on 08/10/2007. Additional information was requested from the optometrist on 08/13/2007 and received 08/14/2007.

Event description:
A consumer initially reported a physician diagnosed an "eye infection" following use of this product. She states she was treated with an ocular antibiotic medication and she discontinued contact lens wear and product use. On 08/10/2007, the consumer provided additional information reporting that in 2007, she developed "bilateral keratitis with corneal edema and blurred vision". She indicated the symptoms are continuing and her physician told her it will take an additional three months for her eyes to heal completely. In 2007, the consumer's optometrist reported, she diagnosed "diffuse bilateral keratitis" and treated the consumer with antibiotic and anti-inflammatory medications. Symptoms are continuing per the optometrist. The consumer wears cooper proclear multi-focal contact lenses, 12 hours daily wear.